Event description:
It was reported that the patient presented for an implant procedure. During procedure, high capture threshold and low sensing issue were detected on the right ventricular (rv) lead. There was difficulty implanting the rv lead and the lead was never implanted. The rv lead was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.